Manufacturer narrative:
Additional information / results will be submitted in a supplemental report, if available or applicable. Reference code (B)(4). Device name elan 4 1-ring diamond burr x-coarse d4.0 serial number n/a. Batch number unknown. UDI device identifier (B)(4). UDI production identifier unknown. Basic UDI-di (B)(4). Unit of use UDI-di (B)(4). Manufacturing date unknown. Failure description: the coating has separated from the working end of the burr. Investigation: the product was investigated visually and microscopically1. It can be confirmed that the coating has separated from working end of the burr,. The complete coating has separated. No residues can be found. Batch history review: no lot number was provided. Based on the knowledge, a clear conclusion can not be drawn. However, regarding this failure pattern a product safety case (psc) has been opened. Further investigations are ongoing. According the 8d report no CAPA is necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with elan 4 1-ring diamond burr x-coarse d4.0. According to the complaint description the coating of the burr head was damaged. Incident occured during bone cutting in spinal cases. The device was replaced with another burr, and the surgery itself was finished. Possibility of residual damage due to burr breakage. Possibility of a fragment remained in patient. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).